Event description:
The reporter stated that the surgeon implanted a visian icl (implantable collamer lens model micl 13.2 on 05/24/2006 and explanted the lens at a later date due to the micl having an excessive vault. The patient was experiencing an increased intraocular pressure and pupillary blockage.